Event description:
It was reported that patient experienced ineffective therapy. X-rays showed the l2 had migrated, and lead diagnostics indicated the lead also had high impedances on all 4 contacts. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the drg system was explanted and replaced with an scs system to address this issue. Effective therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.